Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer saw a small air bubble in the luer lock. The customer saw insulin exiting the infusion set tubing and the blood glucose level was not impacted. As the event had occurred in the past, tandem technical support was unable to troubleshoot with the customer.